Manufacturer narrative:
The magnesium reagent lot number was 77987301, with an expiration date of 30-nov-2025. The customer stated that calibration and controls run prior to the event were acceptable. After the event, the customer ran controls and these were out of range high. The customer re-calibrated and controls then recovered within range. The field service engineer determined there were possible mixing and rinsing issues. The engineer replaced valves, the rinse head assembly, rinse tubing, the vacuum pump diaphragms and flappers, mixers, probes, probe springs, and the sample probe cover. Ise checks, calibration, and precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with magnesium gen. 2 on a cobas 6000 c (501) module. The sample initially resulted in a magnesium value of 4.6 mg/dl. The customer noticed several high magnesium patient results in a row, so they decided to repeat the sample. The sample was repeated, resulting in a magnesium value of 2.8 mg/dl. This value was deemed correct and a corrected report was issued. The sample was also repeated on a second analyzer, resulting in a magnesium value of 2.9 mg/dl.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2024. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.